Event description:
During an incident in 04 involving a patient, the suction unit failed to suction the patient's vomit. The incident desciption read: "patient suspended vf - shocked + pt vomited, attempted to suction patient, suction competely effective. 2nd crew arrived - their old type lsu also useless, therefore unable to secure airway, " the patient died.